Event description:
After almost 13 months of implantation, this ICD was explanted and returned because the device could not be interrogated during a routine follow-up interrogation. In addition, there was no magnet response.

Manufacturer narrative:
The analysis from the MFR is pending.